Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-50 serial: (B)(4). Batch: 5095067/5041005.

Event description:
It was reported that the patient experienced sharp pain at the implant site. It was also noted that the patient experienced inadequate stimulation despite reprogramming. The patient underwent an explant procedure. All device components were discarded.